Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that since implant, she never received good relief from therapy. Her healthcare provider told her that a new wire was implanted on (B)(6) 2015. The patient had a loss or change of therapy, she was getting up about three times a night, was wearing pads and changing pads, and didn't feel pulsation like she used to. She was afraid to leave the house for more than an hour. The patient felt stimulation and therapy was on with the device setting on program 4 at 4.00 volts. She had an appointment scheduled with her healthcare provider on (B)(6) 2015. No potential event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that she saw her doctor on (B)(6) 2015 and she changed numbers and she was going to see her again on (B)(6) 2016. The doctor was reportedly working on getting it resolved.